Event description:
The complaint was reported, via medwatch, as: the patient was on oxygen support from wall valve via extension tubing to a nasal cannula. Patient with severe copd de-saturated 62 percent when the tubing became disconnected at the extension/cannula connection. The patient was placed on the non-rebreather and recovered. The patient was discharged later in the day.

Manufacturer narrative:
A visual, dimensional and functional inspection of the device could not be conducted since the device was not returned. As an additional test, tr-13-0027 was performed in order to evaluate this condition. Conclusion of this testing: in order to separate oxygen supply tubing (#1925) when it is connected with the connector (#1420) used as a separate when both connectors are properly attached. No failure detected from tr report. The device history record (DHR) for the reported lot number was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. The customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. However an additional test was performed (tr-13-0027) and no issues were found that can lead to this reported defect. Root cause is unknown.